Manufacturer narrative:
The patient¿s age was reported as in the ¿70¿s¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as onset, the patient was hospitalized for the event. The patient was treated with unspecified cephem antibiotics for the event (no further information). Action with pd therapy was not reported. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.